Manufacturer narrative:
Siemens has requested the customer return the remaining reagent for investigation. The cause of this event is unknown.

Event description:
The customer reported a false negative hcg result on the clinitek status+ when compared to a positive serum quantitative result on a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens investigation results: performance of the submitted cassettes, lot 073058 (exp 6/30/21) was evaluated using a tech ops status instrument, sn (B)(6). Testing was completed using a pooled negative urine and a urine solution contrived to a 25miu/ml hcg target, which is the concentration listed in the customer insert as being minimum for a positive determination. Results: no false negative results were reported. Cassettes tested using the negative urine reported as negative with no test lines observed. Cassettes tested using the contrived positive urine reported as positive. Based on the data collected, the customer report of false negative hcg performance from clinitest hcg lot 073058, as reported in gsms (B)(4), was not observed.